Event description:
The customer reported false elevated architect tsh and provided the following data: on (B)(6) 2025: the initial tsh result was 4.9079 uiu/ml and rest result was 4.8613 uiu/ml. Sample collected 2 hours later from arterial line was 2.3595 uiu/ml. Sample collected 4 hours later from arterial line was 1.9741 uiu/ml. Sample collected 6 hours later from arterial line was 1.7274 uiu/ml. On (B)(6)2025, the tsh result was 7.3345 uiu/ml. Patient information: the patient was recently admitted to the hospital with hyponatremia and cerebral edema requiring a 3% nacl infusion, dextrose with potassium chloride, ICU care and acmein. The patient was discharged to a psychiatric facility on (B)(6) 2025. History of schizophrenia, meniere's disease, and hyponatremia (water intoxication in (B)(6)) medication history: akineton (biperiden hydrochloride) magmite (magnesium oxide), risperidone, benzalin, (nitrazepam) dayvigo (lemborexant) there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending did not identify an increase in complaints for the architect tsh reagent and complaint lot for the customer reported event. The overall performance of the architect tsh reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded that the lot generated the expected results. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect tsh reagent lot 73442ud00.

Event description:
The customer reported false elevated architect tsh and provided the following data: on (B)(6) 2025: the initial tsh result was 4.9079 uiu/ml and rest result was 4.8613 uiu/ml. Sample collected 2 hours later from arterial line was 2.3595 uiu/ml. Sample collected 4 hours later from arterial line was 1.9741 uiu/ml. Sample collected 6 hours later from arterial line was 1.7274 uiu/ml. On (B)(6) 2025, the tsh result was 7.3345 uiu/ml. Patient information: the patient was recently admitted to the hospital with hyponatremia and cerebral edema requiring a 3% nacl infusion, dextrose with potassium chloride, ICU care and acmein. The patient was discharged to a psychiatric facility on (B)(6) 2025. History of schizophrenia, meniere's disease, and hyponatremia (water intoxication in (B)(6) medication history: akineton (biperiden hydrochloride) magmite (magnesium oxide), risperidone, benzalin, (nitrazepam) dayvigo (lemborexant) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.